Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this device was depleting quicker than expected. Premature battery depletion was suspected. This device has been explanted and is no longer in service. A new device was successfully implanted. No further adverse patient effects were reported. This device is currently unavailable for return due to covid-19. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device reached abnormally quick the end of life indicator. The hospital has submitted a regulatory report to the competent authority of france. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.